Event description:
False low advia centaur cp cea results were obtained by the customer on two patient samples. The initial and repeat test results for one patient sample exceeded the assay upper limit. The customer proceeded to performed on-board dilution testing and although the results were elevated the laboratory was expecting a higher cea result. The sample was retested with a fresh ancillary diluent reagent pack and was also sent to an alternate laboratory for cea testing. The cea result obtain by the alternate laboratory was what was reported to the physician. A false low cea result was also obtained on a second patient sample when repeat testing was performed. The patient sample was repeated in triplicate and the results agreed with the initial test result. There was no report of adverse health consequences due to the discordant advia centaur cp cea results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse found no system issues that may have contributed to the discordant results. The cause for the discordant cea results is unknown. No conclusion can be drawn. The instrument is performing within specifications. The instruction for use (IFU) states under the limitation section the following: "note: do not interpret levels of cea as absolute evidence of the presence or the absence of malignant disease. Measurements of cea should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of cea in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Cea determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Warning: do not use the advia centaur cea immunoassay as a screening test for diagnosis."